Event description:
It was reported that an occlusion occurred resulting in the customer's blood glucose level to display as "high," a specific value was not provided. The customer resolved the issue by changing the cartridge and infusion set, allowing them to resume insulin use without further assistance.